Event description:
It was reported that the cardiac compass was showing invalid data. It was noted that parameters were not changed, the patient was undergoing radiation therapy and that no power on reset had occurred. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2010 (B)(6); 6949 implantable tachy lead 2005 (B)(6). (B)(4).